Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the device rep could not confirm the issue and replaced the cardioplegia module and checked the software version. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that communication to the pump of the stockert s5 system was lost during a procedure. There was no report of pt injury.